Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested 08/01/2007 and 08/02/2007 by phone, fax and mail. A completed questionnaire has not been returned.

Event description:
A surgeon reports that one week following intraocular lens (iol) implant surgery, a pt's visual acuity was 20/20 and has since decreased to 20/60 with pinhole at 20/30. Add'l info, including pt status, has been requested.